Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in the calcified distal right coronary artery. A 2.75 x 32 synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion. Upon removal, it was noted that the distal part of the stent was lifted. The procedure was completed with another synergy¿ des. No patient complications or injuries were reported.